Event description:
It was reported that during an elective removal procedure on (B)(6) 2022 the physician experienced removing the s1 lead. The s1 lead would not move and therefore a portion of the lead was left implanted in the foramen. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.